Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. The health care professional (hcp) provided the patient is not dependent. In addition, the hcp reported earlier this year the device was interrogated and remaining battery longevity was around two and a half to three years. However, at the most recent interrogation remaining battery longevity had dropped to one and half years. Technical services (ts) provided in safety mode the pacemaker is not programmable and the device should be replaced. Additional information was requested but was not provided at this time. This pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. The health care professional (hcp) provided the patient is not dependent. In addition, the hcp reported earlier this year the device was interrogated and remaining battery longevity was around two and a half to three years. However, at the most recent interrogation remaining battery longevity had dropped to one and half years. Technical services (ts) provided in safety mode the pacemaker is not programmable and the device should be replaced. Additional information provided this pacemaker was subsequently explanted due to premature battery depletion. Another pacemaker was implanted to complete this procedure. This pacemaker has been returned and analysis performed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. The health care professional (hcp) provided the patient is not dependent. In addition, the hcp reported earlier this year the device was interrogated and remaining battery longevity was around two and a half to three years. However, at the most recent interrogation remaining battery longevity had dropped to one and half years. Technical services (ts) provided in safety mode the pacemaker is not programmable and the device should be replaced. Additional information provided this pacemaker was subsequently explanted due to premature battery depletion. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.